Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 402mg/dl. The customer's most current level was 417mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. The customer states they had air bubbles in reservoir. Troubleshoot was conducted. The customer was advised replacement sets and reservoir would be sent, along with tubing clamp in order to complete troubleshoot.